Manufacturer narrative:
The clinical account states that the pump was re-advanced across the aortic valve wirelessly. It is likely that this wireless insertion led to increased valve damage. The valve was already known to be failing. The severe valve regurgitation prompted valve repair. The root cause can not be definitively determined as no product was returned, incomplete data logs, and further clinical details were not shared by the (B)(6) team. The failure mode will be monitored and trended.

Event description:
A patient transferred from the community hospital in (B)(6), to a tertiary medical center in (B)(6), had an impella 2.5 placed due to post cardiotomy cardiogenic shock. The patient had mild aortic valve regurgitation prior to impella placement. During the placement of the impella the pump retracted back into the aorta and was re-positioned wirelessly back across the valve. The impella pump supported the patient for approximately 31 hours and was then removed. After the pump was removed, the patient was observed to have severe aortic regurgitation. The patient was sent to the or for valve repair.